Event description:
During attempts to advance a coronary stent with delivery system to an unknown target lesion site, the stent migrated off the balloon catheter. The sds was withdrawn from the pt without complication. A snarewire was inserted to retrieve the stent; however, the stent dislodged from the snarewire in the peripheral circulation. There were no clinical sequelae reported relative to the event.